Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure device perforated through tube') and pelvic pain ('persistent pelvic pain/ pelvic pain') in a 32-year-old female patient who had essure (batch no. 50512942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included goiter, chronic cervicitis, endocervical squamous metaplasia, adenomyosis and colon adenoma. Concurrent conditions included lower abdominal pain and abnormal uterine bleeding. Concomitant products included aciclovir (acyclovir), amoxicillin, bupivacaine, diazepam, ferrous sulfate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, ketorolac, lidocaine, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol) and thyrotrophin (thyroid stimulating hormone). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), anxiety ("mental anguish") and depression ("psychologic or psychiatric conditions: depression"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches,") and abdominal pain ("abdominal pain"), 4 months 25 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (abdominal hysterectomy laparoscopic salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, menstrual disorder, vaginal haemorrhage, vaginal infection, heavy menstrual bleeding, dysmenorrhoea, urinary tract infection, anxiety, depression, migraine, headache, abdominal pain upper and abdominal pain outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, fallopian tube perforation, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: tolerated placement procedure well, no complications. I feel my bleeding is abnormal and my stomach pains are unbearable (sic). She received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2012: result: (positive) hpv and impressions are c/o pain with urination, c/o two lesions x 2 days, originally white, now reddish. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result not provided. Ultrasound pelvis - on (B)(6) 2013: result: transabdominal and endovaginal pelvis ultrasound and impressions are small amount of free fluid in cul-de-sac. Bilateral fallopian tube essure implants in place. Normal ovaries. Small amount of free fluid in cul-de-sac. Bilateral fallopian tube essure implants in place. Normal ovaries. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- nausea, heavy menstrual bleeding, pelvic pain, fallopian tube perforation lot number: 50512942. Manufacture date: 2010-06. Expiration date: 2013-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure device perforated through tube') and pelvic pain ('persistent pelvic pain/ pelvic pain') in a (B)(6) female patient who had essure (batch no. 50512942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included goiter, chronic cervicitis, endocervical squamous metaplasia, adenomyosis and colon adenoma. Concurrent conditions included lower abdominal pain and abnormal uterine bleeding. Concomitant products included aciclovir (acyclovir), amoxicillin, bupivacaine, diazepam, ferrous sulfate, hydrocodone bitartrate;paracetamol (norco), ibuprofen, ketorolac, lidocaine, medroxyprogesterone acetate (depo-provera), paracetamol (tylenol) and thyrotrophin (thyroid stimulating hormone). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), anxiety ("mental anguish") and depression ("psychologic or psychiatric conditions: depression"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines"), headache ("headaches,") and abdominal pain ("abdominal pain"), 4 months 25 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (abdominal hysterectomy laparoscopic salpingectomy laparoscopic (bilateral)). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, menstrual disorder, vaginal haemorrhage, vaginal infection, heavy menstrual bleeding, dysmenorrhoea, urinary tract infection, anxiety, depression, migraine, headache, abdominal pain upper and abdominal pain outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain upper, anxiety, depression, dysmenorrhoea, fallopian tube perforation, headache, heavy menstrual bleeding, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: tolerated placement procedure well, no complications. I feel my bleeding is abnormal and my stomach pains are unbearable (sic). She received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2012: result: (positive) hpv and impressions are c/o pain with urination, c/o two lesions x 2 days, originally white, now reddish.. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2011: result not provided. Ultrasound pelvis - on (B)(6) 2013: result: transabdominal and endovaginal pelvis ultrasound and impressions are small amount of free fluid in cul-de-sac. Bilateral fallopian tube essure implants in place. Normal ovaries. Small amount of free fluid in cul-de-sac. Bilateral fallopian tube essure implants in place. Normal ovaries.. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records- nausea, heavy menstrual bleeding, pelvic pain, fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: this case become serious incident. Mr received. Reporter information, patient's medical history, event: left essure device perforated through tube, explant date were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.